Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this device exhibited high capture threshold measurements for its right ventricular (rv) lead, with loss of capture (loc) suspected. Technical services (ts) was consulted and discussed stored data as well as device programmed settings. This device remains in service. No adverse patient effects were reported.